Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center was unable to confirm the reported event during inspection and testing. According to the evaluation, the reported issue was not confirmed by engineer, and other functions were normal, so the device was returned to user. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, the evis lucera ultrasonic bronchofibervideoscope water sac channel was blocked. It was reported that theprocedure was completed using similar device with no delayed. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was unable to determined as the device was not returned and no detailed inspection result was available. Olympus will continue to monitor field performance for this device.